Event description:
The pump was returned to the manufacturer after an unk implant duration. No return paperwork or reason for explant was provided. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is completed.